Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
This event concerns a peek single-stage procedure. As provided dicom data turned out to be incompatible with brainlab dicom images needed to be re-exported. The procedure was completed successfully and no medical intervention, surgical delay or any adverse consequences were reported.

Manufacturer narrative:
The reported event was confirmed based on the analysis of the dicom data provided. A compatibility issue occurred when navigation data created with one software version could not be used with the surgeon's navigation system during surgery, even though the data complied with international standards. The problem was solved by using an older software version. Alternative methods of transferring surgical plans - such as manual measurements or a marking aid - are available and recommended if compatibility cannot be confirmed prior to surgery. Based on the investigation steps performed, no product issue has been identified that indicates nonconformity, an unfavorable trend or an unexpected hazard/harm. Therefore, no corrective action is required at this time. Product surveillance will continue to monitor complaints of this nature for adverse trends.

Event description:
No new information.